Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(6). (B)(4).

Event description:
It was reported that the programmer was unable to recognize implantable devices when the radio frequency head was placed over them. The head was replaced but the programmer remained unable to recognize the device. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event. It is noted that no rf (radio frequency) head was returned with the programmer, however, the ECG (electrocardiogram) connector was found loose on a printed circuit board assembly. Further testing revealed audioloopback functional test was out of specification; the microphone was found out of electrical specification.